Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) exhibited very high thresholds and there was a clot on the tip of the leadless ipg. The clot could not be flushed off. The leadless ipg was removed and replaced. No patient complications have been reported as a result of this event.